Manufacturer narrative:
The reported reset condition was confirmed upon interrogation of the device. The reset conditon was due to a power on reset (por). The device was tested on the automated test equipment system and the bench. The device was found to have output circuit damage. The cause remains undetermined.

Event description:
It was reported that the device was found in bvvi mode without defib therapy. The patient presented to the hospital for a non routine visit. A few days prior, the patient received a shock, and has felt an alarm vibration everyday since initial shock. The device was explanted and replaced. The patient is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.